Event description:
It was reported that t1 and t2 deployed at the same time.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned, no suture or ts. The actuator is at it post t2 deployment position indicating a complete deployment. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found to function. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Use error may have been a contributing factor to this event.